Manufacturer narrative:
The subject device was received and evaluated. During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. The foreign debris debris found was described to be a blue plastic like material. Service repair noted a comprehensive leakage check was completed, no leaks were evident. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified reported issue: outlet pipe condition - fail - blockage evident. Air channel volume - fail - blockage evident. Water flow - fail - not to specification. Water removal - fail - not to specification. Water channel volume - fail - blockage evident. Technical evaluation has confirmed the customer reported issue ¿blocked air and water channels¿. The failure found was due to air / water nozzle blockage with foreign material and which service repair noted to be attributed to handling maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " blocked air and water channels". The issue found during maintenance. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign debris protruding from the air/water nozzle of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to peripheral products such as an injection tube which was entered into the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.